Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an ¿incorrect¿ bending angle due to a stretched angle wire. Upon further inspection, it was observed that the air and water channel was clogged with foreign material that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. If the correct reprocessing was performed, this finding may have been due to buckling of the channel or due to a gap on the insertion section or boot. Additionally, it was observed that the adhesive on the bending section cover was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope experienced ¿incorrect shape or angle of bending. ¿there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the air and water channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: that the product issue occurred during a procedure. The procedure was subsequently completed with a similar device.